Event description:
Doctor removed a flexor sheath from the groin that was totally broke up and was disintegrated. With the patient everything went well. The tip of the sheath had to be surgically removed.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. As of (B)(4) 2013, the device has not yet been returned; however, the failure mode of separation has been confirmed based on physician's statements of the event. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised instructions for use (IFU) issued on (B)(4) 2010 and has been verified. Quality control in-process inspection/incoming vendor inspection requires 100% inspection for product from vendor to insure correct inside diameter and outside diameter of tubing, material is free from surface defects, bumps, bulges and protruding coils within specified distances. Final inspection confirms the surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Device separation resulted in an additional surgical procedure for the patient. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage; however, without benefit of inspecting the complaint device, it is difficult to determine with certainty why separation occurred. The appropriate internal personnel have been notified and we are continuing to monitor for similar events.